Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient presented with an occlusion in the left external iliac artery / femoral artery. An ipsilateral access was used and the gore viabahn endoprosthesis was advanced to the target lesion. It was reported to gore that when medical device deployment was initiated, a partial deployment of the endoprosthesis was observed. The device was removed from the patient and the physician could not complete the deployment outside of the patient. The patient is doing well following the procedure.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the deployment knob was pulled 24.5cm from the hub. The distal 3cm of the endoprosthesis was expanded. Approximately 1.7cm of a single layer of braided constraining line remained undeployed, constraining the proximal end of the endoprosthesis. The deployment line was broken at the point of attachment to the braided constraining line. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient presented with an occlusion in the left external iliac artery / femoral artery. An ipsilateral access was used and the gore® viabahn® endoprosthesis was advanced to the target lesion. It was reported to gore that when medical device deployment was initiated, a partial deployment of the endoprosthesis was observed and further device deployment was not possible. The device was removed from the patient through the sheath and the procedure was finished implanting another gore® viabahn® endoprosthesis. The physician could not complete the deployment outside of the patient. The patient is doing well following the procedure.